Manufacturer narrative:
The 3-spike disposable set involved in the incident was not returned to belmont for investigation, therefore a root cause of the reported damage to the heat exchanger cannot be determined. It was reported that the rapid infuser, ri-2 had been in use for five hours before the 3-spike heat exchanger "melted", which reportedly occurred while priming the system with saline, however the photograph provided by the user facility indicates the presence of a red infusate within the heat exchanger and tubing. There is no information available about the fluids used during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger. The manufacturing records for this lot number were reviewed and no anomalies were identified. The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation and no issues were found after thorough inspection and testing, including verification of the input and output temperature probes, the power driver module, and all cables in the system for proper connections; the unit performed according to specifications. It was reported that the users changed to another rapid infuser device to proceed with the case; there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's clinical specialist received a report from the user facility that after five hours of use during a trauma case, the 3-spike disposable set heat exchanger melted while preparing the rapid infuser, ri-2 with saline solution. This report is for the 3-spike disposable set; a separate report will be entered for the rapid infuser, ri-2.